Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because it is not possible to perform a self- adhesion break force test on a used device. The one retain sample was visually inspected and tested for self- adhesive force. No abnormalities were detected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. This occurred with 6 infusion sets from the same box. No adverse event was reported. The infusion set was requested to be returned for product evaluation.